Event description:
Following orthotopic cardiac transplant the pt remained comatose for approximately 10 days. In evaluation for this problem, noted on MRI to have a possible cva. While uf doubts this is device related, they cannot say so with certainty.